Manufacturer narrative:
The device was returned for evaluation. The reported condition of ¿device misfiring¿ was not confirmed. The unit was inspected and tested. Visual inspection observed minor scratches. All functions were within specifications. The device was returned to stock. The root cause could not be determined.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM) regarding the close case report. Please see the updates in sections: g4, g7, h2, h4 and h10. The OEM performed a review of the DHR for the subject device and serial number. The OEM reported that all acceptance criteria were met when produced and shipped from the manufacturer. The product was not received by the bartlett location for investigation therefore no analysis could be performed. The complaint will be closed at this time but can be reopened in the future if product is returned and further investigation is needed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer¿s experience cannot be confirmed. If additional information is received or the device is returned at a later date this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the device activated on its own for a short period of time without pressing the blue activation button. It was reported that the console screen went black when this phenomenon occurred. The hand piece had to be disconnected from the console to stop the blade from firing. The hand piece was reconnected and the console was rebooted. The console did not recognize the hand piece; however, the shaver could be activated but not blade. It is unknown if the intended procedure was completed. There was no patient injury reported. This 3 of 4 reports.